Event description:
The pt received her scs system on (B)(6) 2009. The pt was without stimulation. It was reported, the charger could locate the ipg for about 30 minutes and would suddenly lose communication with the ipg. The sjm rep was able to charge the ipg with the pt for an hour. The battery displayed 1/6 full, and the pt received stimulation. The sjm rep asked the pt to continue charging over the weekend and will f/u with the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.